Event description:
Physician removed icp catheter on 1/2/97. Upon skull film x-ray done on 1/7/97 was discovered suspected fractured tip of icp catheter remaining on right side. Pt returned to surgery for evacuation of hematoma and incidental removal of fractured catheter on 1/7/97. Injury to pt, if any, unk.